Manufacturer narrative:
The device ro08003 has been inspected for investigation purpose. The tests performed confirmed that we need to set mxttout controller parameter to 70. The defective part was set for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that a software failure has been detected. There was no patient involvement reported.